Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via text of severe low blood glucose however, the blood glucose level was unknown. Troubleshooting found that the pump alarmed no delivery and threshold suspend. Customer wanted to document file only.